Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. No nozzle deformation or damage has been reported. There have been no reports of deformation or breakage of the forceps channel. The user performed reprocessing according to the instructions for use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that nozzle was clogged with foreign material resembling plastic fibers and nylon. It was noted that the switch box had a dent and the scope cylinder had discoloration. The electrical connector had corrosion and the circuit board cover and plate had corrosion due to water leakage. The insulation resistance value and the distal end did not meet standard value due to a chip on the plastic distal end cover. No air/water was fed due to clogging of the nozzle. The objective lens and light guide lens had a crack and the connecting tube had a dent. It was also noted that the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera ii gastrointestinal videoscope had air water insufflation issues. It was noted that the device was giving problems with insufflation issues for a while. It was possible that a piece of rubber valve may have ended up in the biopsy channel. Inspection and testing of the returned device found that the air/water nozzle was clogged. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.